Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Legal counsel reported patient allegations of pain and elevated metal ions levels. A review of invoice history confirmed the initial arthroplasty date of (B)(6) 2004. Additional information provided in a review of invoice history revealed a revision procedure on (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Legal counsel reported patient allegations of pain and elevated metal ions levels. A review of invoice history confirmed the initial arthroplasty date of (B)(6) 2004. Additional information provided in a review of invoice history revealed a revision procedure on (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received reports patient was revised on the left hip due to pain and fluid around the hip joint. The cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02425 / 02426).